Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated prolactin results on one patient. The results provided were: (B)(6) 2018: 108.0ng/ml / (B)(6) 2018: 140.0ng/ml. The reference lab testing generated results: 100.61 / 102.71 / and 101.66. There was no reported impact to patient management.

Manufacturer narrative:
A review of the complaint trending report determined that there are no trends for the issue for the product. Return testing was not completed as returns were not available. Historical performance in the field of architect prolactin reagent lots using world wide data through abbottlink was evaluated. The median values are within +/-3sd of the mean, indicating that the lots are comparable and performing acceptably in the field. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Peg analysis performed at a reference lab shows a reduction in values compared to the initial results obtained, which indicates a macroprolactin interference. The architect prolactin package insert provides information relating to elevated prolactin results and details around macroprolactin. Based on the investigation no malfunction or product deficiency was identified for the architect prolactin assay.